Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 19627487-2014-03454. The pt has one thoracic 3286 scs lead and two 3156 thoracic scs leads (same lot number). It was reported the pt has been experiencing random uncomfortable jolting/overstimulation since being in a car accident. It was also reported diagnostics showed invalid impedance values for one of the scs leads. X-rays revealed no anomalies. Surgical intervention may be taken at a later date to resolve the issue.